Event description:
A pt was admitted to the emergency dept for chest pain. The pt was placed on a bedside monitor, during monitoring the pt converted to v-fib. Defibrillation electrodes were placed on the pt. Reportedly when the on key was pressed the device screen was white and no info was displayed. The device operator stated she "thumped" on the device and at that point the device came up as it normally does. The device was used to deliver shocks to the pt, the pt was successfully resuscitated. The device was removed from service pending inspection by medtronic.

Manufacturer narrative:
Medtronic continues to investigate the reported event.